Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the sleeve melted. In addition the olive button latch was found broken. A possible cause of the damage found on the sleeve could have been an interaction with energized devices during the procedure. It is unknown how the olive button latch got damage. The olive button latch issue is not related to the reported melted sleeve. A batch/lot record review was performed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was found in materials with a note. The device was used in a laparoscopic colectomy procedure; the tip of the sleeve was missing and it is unknown where the piece is. They completed the procedure with another trocar. There was no patient consequence reported. There was no additional information available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.